Event description:
It was reported that the patient's pump was "broken where it goes into the line" and the patient was to have surgery on (B)(6) 2012. The reporter stated that the patient had rods and cages in his back and had "all kinds of things going on". A test was performed which confirmed that the catheter was "broken where it goes into the pump". No patient symptoms were reported. Patient outcome was not provided. The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).